Manufacturer narrative:
1/6/1997-supplemental report #1 sent to FDA. Device not available for eval.

Event description:
The device was used during an unspecified gynecological procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported the pt was bruised.